Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: d4, d10, g4, g7, h2, h3, h6 and h10. 61 - intuitive surgical, inc. (Isi) received the harmonic ace curved shears involved with this complaint and completed the device evaluation. The reported complaint was confirmed the instrument was found to have a broken blade. The blade broke at roughly .16¿ from the base. The broken piece was not returned. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure. The root cause of this failure is fatigue failure due to mishandling/misuse. Based on the failure analysis results, the initial MDR report is being retracted as the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the unit.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the information provided at this time, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. All fragments were retrieved, no additional surgical intervention was required, and there was no harm to the patient. However, at this time, it is unknown what caused the breakage to occur and a recurrence of the failure could require an additional surgical procedure. A review of the site history shows no other complaint related to this event. A review of the instrument log for the instruments associated with this event has been performed. The customer used two harmonic ace curved shears during the same procedure on (B)(6)2020 on sk2659. A review of the submitted images was performed by an isi failure analysis engineer (fae). The fae noted the titanium blade was broken. Any contact with metals or hard objects during activation may lead to a broken blade, and any scratches that occurred during use may also lead to a blade failure.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the blade of the harmonic ace curved shears instrument was damaged and broke inside the patient. The customer indicated there was no contact with other instruments. The fragment was retrieved, and the broken instrument was replaced. The procedure was completed with no reported patient harm or injury. Due to the issue, there was a surgical procedure delay of approximately 20 minutes. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information on 04/06/2020: the instrument was inspected prior to use. No functionality issues were noted during use. Prior to the breakage, the instrument was removed with no resistance upon removal through the cannula. The surgeon was dissecting tissue when the fragment broke off of the instrument. The surgeon was able to retrieve the fragment(s) and confirmed all were retrieved as the fractured ends were "completely coincident". There was no report of instrument collision or the instrument being used on other hard material. There were no additional procedures, post-operative tests, or post-surgical complications due to the reported event.